Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated d4: expiration date. Updated d4: unique identifier (UDI) number. Updated h4: device manufacturer date. Updated h6: type of investigation by adding code-3331.

Event description:
It was reported that a patient with a 21mm 3000 aortic valve implanted for 9 years, 6 months underwent a valve-in-valve procedure due to stenosis. The patient presented with severe sob, orthopnea, profound anemia, and grade 111 diastolic dysfunction. A 23mm non-edwards valve was implanted. The patient had a good result with low-residual gradient across the valve. The patient was discharged on pod #3.

Manufacturer narrative:
Corrected h6 clinical code-4580 with code-4446. Corrected h6 investigation conclusions by replacing code-4315 with code-50.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3000 aortic valve implanted for 9 years, 6 months underwent a valve-in-valve procedure due to stenosis. A 23mm non-edwards valve was implanted. The patient had a good result with low-residual gradient across the valve. The patient was discharged on pod #3.